Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with reported blood glucose values over 300 mg/dl, including a meter reading of 333 mg/dl and a pump reading of 352 mg/dl. The event involved product(s) mmt-326a,mmt-1884,mmt-396a. The customer stated the high blood glucose began after eating a sandwich and tortilla chips and remained elevated for greater than four hours despite correction boluses being delivered by the pump. Troubleshooting was performed and the customer reported using the insulin pump system with auto mode active within 48 hours prior to the event and treated the high blood glucose by changing the infusion set, after which blood glucose improved to 206 mg/dl the customer declined further troubleshooting steps. No further customer complications were reported. No product replacement or return was needed for mmt-326a,mmt-1884,mmt-396a .

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.